Event description:
It was reported that the cable of the endowrist prograsp instrument derailed from the pulley. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable had become derailed at the distal idler pulley which may have occurred while in max pitch and yaw position. The grip can still open and close; however, the cable is exposed and in danger of becoming frayed. Engineering also observed that the distal end of the instrument's main tube had material removed on one side, which may have been due to a defective cannula accessory. No other damage was found. The site will be contacted to request the return of all their cannula accessories. If one or more cannula are found to be defective in a way that could contribute to the removal of material from an instrument, additional reports will be submitted.